Manufacturer narrative:
Cataract, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity (asc). In a separate visit the lens was explanted, phaco-emulsification, iol implantation was performed.